Manufacturer narrative:
Complete information for patient information, patient identifier: sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased tsh results on one patient. The results provided were: on (B)(6) 2021 sid (B)(6) initial=3.41 uiu/ml /repeated=4.60 uiu/ml there was no reported impact to patient management.

Event description:
The customer observed falsely decreased tsh results on one patient. The results provided were: on (B)(6) 2021 sid (B)(6) initial=3.41 uiu/ml /repeated=4.60 uiu/ml there was no reported impact to patient management.

Manufacturer narrative:
Complete information for patient information, patient identifier: sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Updated d4 device expiration date to 7/18/2022 from 8/18/2022. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data and in-house testing for architect tsh reagent lot 25030ud00. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Historical performance of reagent lot 25030ud00 was evaluated using world wide data from abbott link. The patient median data were analyzed and compared to an established control limit. All testing meets acceptance criteria for lot 25030ud00 performing as expected. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect tsh, reagent lot 25030ud00.